Manufacturer narrative:
The pump passed the self-test, unexpected restart error and displacement tests. No unexpected external ram crc error, unexpected restart or reset time/date anomaly after change battery noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had multiple pump error alarms. The customer's blood glucose level was 73 mg/dl. The customer also stated that the insulin pump alarmed after inserting a new battery. Troubleshooting was performed. The product will be returned for analysis.